Manufacturer narrative:
Product event summary: analysis information -- (B)(6) 2013 12:59:11 cst pli# 20, product ID# 694765, a proximal portion was received measuring 5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable cardiac resynchronization therapy defibrillator (crt-d) product ID (B)(4)implanted: 2011 (B)(6); product ID implantable pacing lead 457445 implanted: 2011 (B)(6); product ID implantable pacing lead 419478 implanted: 2011 (B)(6). (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately ten months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.